Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. Reference regulatory report # 3007566237-2016-00709 for the issue related to the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal infumorph 10mg/ml at 0.5mg/day. The lot number was unknown. The indication for use was spinal pain. The patient was having pain and then bladder/bowel issues within a week after implant. The hcp partially explanted the spinal segment and tied off the pump segment on (B)(6) 2016. He did not have a manufacturing representative present and told the manufacturing representative after the fact. The hcp did a CT scan, as the patient could not fit into MRI. A partial explant occurred, and the patient's pain was immediately relieved. The patient went home the next day. Information was later received from the hcp through the manufacturing representative stating that the bladder and bowel issues also resolved, and there were no printouts associated with this event. The segment was to be replaced. The cause of the patient's symptoms was unknown. Follow up was conducted. If additional information becomes available, the event will be updated. Additional information was received that the device eroded through the patient's skin. It was stated that there were some complications with the pump and the patient stated "one of the pins or something holding the pump tore through my skin and was infected." The issue started right after pump implant ((B)(6) 2015), and the patient was hospitalized for 8 days. The patient stated the catheter was removed on (B)(6) 2016, which conflicts with the previous date that was reported of (B)(6) 2016. It was noted the patient was not getting medication because the catheter was not connected. Further information was received that the patient presented with a wound infection. The date of the event/difficulty was noted to be (B)(6) 2016. There were no environmental/external/patient factors that led to the event. There was no troubleshooting/diagnostics performed related to the event. It was noted the pump was removed. The issue was considered resolved. Other medications the patient was taking were unable to be obtained. The patient's pertinent medical history was unknown. The patient's status was unknown. Reference regulatory report # 3007566237-2016-00709 for the issue related to the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.